Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: additional information was received from the reporter that clarified that an unknown implant was not involved in this event, therefore, this device "unknown implant" is no longer reportable.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. D1, d4, g1, g4 (510k), h4: this report is for an unknown implant. Part and lot number are unknown. Without the specific part number; the UDI number, 510-k number and manufacturing site name are unknown.

Event description:
It was reported that during a meniscal repair procedure, the meniscal deployment gun and an unknown meniscal implant was being used when the device was stuck, and could not fire. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 2 of 2 for(B)(4).